Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
Related manufacturing reference: 3005334138-2024-00325. During an atrial fibrillation ablation procedure, a cardiac perforation occurred which required cardiac surgery to stabilize the patient. During the transseptal puncture, which was performed with fluoroscopy but without a transesophageal ultrasound, the needle and sheath pierced the aorta. A non-abbott mapping catheter (biosense webster decanav f) was placed in the coronary sinus. The patient experienced a heart failure and underwent cardiac surgery to aspirate blood from the pericardial effusion and to repair the hole in the aorta. The patient left the operating room in stable condition and went to the ICU.